Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The component analysis revealed the foreign material was silicic acid, carboxylic acid, organic silicon, and protein of human origin. The event can be detected/prevented by following the instructions for use which state: ¿operation manual chapter 5 section 5.5 describes how to prevent the subject evets. ¦clean the external surface 1 fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer. 2 immerse the endoscope in the detergent solution. 3 thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device exhibited weak air delivery. The reported issue was observed during an unspecified procedure. The intended procedure was completed. There was no patient or user injury reported due to the event. The dealer checked the subject device at their facility, and it was observed that the device was unable to deliver air/water at all. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle and on the bending section, the knob, and the ventilation mouthpiece. This report is being submitted for the malfunction found during device evaluation (foreign material).

Manufacturer narrative:
E1: (B)(6) clinic. During inspection and testing, the reported issue (no air/water delivery) was confirmed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previous report, 9610595-2023-10285 (1). Correction: b3 date of event was previously reported as corrected as july 7, 2023 but the date of event is unknown at this time.